Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrovideoscope had no more echo-endo image. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the device was returned, but the event of eco-endo image was not confirmed. Therefore, the root cause could not be identified, and the cause of the occurrence could not be presumed. Olympus will continue to monitor field performance for this device.